Manufacturer narrative:
The reported event of magnet detection was confirmed. Based on the information provided, the cause of the reported issue of magnet detection cannot be determined.

Event description:
During an in clinic follow up, it was observed the device was pacing with the magnet rate mode without having been programmed into magnet mode. Technical support was contacted and recommended programming the magnet mode off. The magnet mode was programmed off and the device returned to normal pacing. The patient was stable.